Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. An instrument release kit (irk) was used to safely remove the instrument from the patient. The procedure was completed robotically with no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer noted that it became impossible to open the tip-up fenestrated grasper instrument jaws while grasping the tissue. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that it became impossible to open the tip-up fenestrated grasper instrument jaws while grasping the tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have no issue. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was installed and removed from an in-house system three times. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The customer reported complaint was not confirmed based on failure analysis. The root cause is not determinable/applicable. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted right hemicolectomy surgical procedure, the instrument jaws would not open while grasping the tissue. At this time, it is unknown how the instrument jaws were opened or what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.